Manufacturer narrative:
Device manufacture date - correction - date inadvertently not included in the initial MDR submitted.

Event description:
It was found through the periodic programming history database that high impedance was found on the patient's device. No surgical intervention has been reported to date. No additional relevant information has been received to date.